Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The fse reported there was no patient involvement.

Manufacturer narrative:
Updated results and conclusion codes to reflect new information. The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse replaced the blower motor controller pcba to address the reported problem.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and could not duplicate the reported problem. The fse reported review of the device diagnostic log did not indicate an air valve liftoff failure. No parts were replaced.